Manufacturer narrative:
Return of the tube for investigation has been requested. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the flange separated from the tube. The tube was removed and the pt was recannulated with another tube of the same size and model. However, the size is unk.